Manufacturer narrative:
The device was returned to the regional repair center for inspection. And the reported failure was confirmed. In addition, the following reportable malfunction was identified, during the device evaluation: there was a lack of image on the monitor. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: there is a lack of image on the monitor, due to a gap between the coupler unit. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device head was a little loose (there was play on the head). There were no reports of patient harm.